Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded code 1005 indicative of high shock impedances during shock delivery. Current right ventricular (rv) lead shock impedances are greater than 125 ohms. Boston scientific technical services (ts) recommended performing aggressive patient maneuvers/isometrics/body positions while continually monitoring the impedance measurements in all available lead configurations. The recommended troubleshooting was performed and the results provided to ts. Although the high shock impedances are likely related to a patient condition and not a lead fracture, ts recommended invasive intervention to replace the rv lead as there have been two cases where the full shock energy did not reach the heart. Ts also recommended visually inspecting the right atrial (ra) lead and testing on the pacing system analyzer (psa) as myopotential oversensing was observed.